Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).

Event description:
It was reported the patient received the following results within 10 minutes: 323mg/dl with (system 1) and 106 mg/dl (system 2). The patient also received the following results within 10 minutes on (B)(6) 2019: 312 mg/dl (system 1) and 112 mg/dl (system 2).